Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent, the fibre bonding in the outer tube area (distal end) was damaged, distal end of the insertion section has contour sharpness. A root cause could not be identified. Based on the results of the investigation, since the reported malfunction did not reoccur during investigation, a probable root cause could not be identified. Moreover, the most probable cause of additional malfunctions found during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope, gynecologic emitted little light. There were no reports of patient harm.